Event description:
The customer reported that during a hysterectomy, the patient received a burn. The degree of burn was not made available by the site. The burn was described as being 1 1/2" wide and was treated with silvadene cream.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample is not being returned at this time for evaluation. If additional information pertinent to the incident is obtained or the device is returned, a follow-up report will be submitted.